Event description:
The patient reported that his infusion device would not format the hour. The patient stated that he was attempting to change from the 12 hour format to 24 hour format. Each time, the patient attempted to change between the two, the infusion device would stay at 17:00. The patient attempted to change the time to 19:00 and then switch between the 12 hour format and the 24 hour format. The device remained at 19:00. The patient attempted to remove the battery and inserted a new battery, but the device would not correctly change the time format. The patient did not report any blood glucose concerns. No medical attention required. The product was requested to be returned.